Event description:
Tip broke off of handpiece.

Manufacturer narrative:
Per the initial reporter, the doctor intervened by removing the needle and finishing the procedure with a different unit. By design (shape of nose cone and length of needle, the needle can never by fully implanted if it separates and remains in the pt. The doctor was contacted and he verified that there were no injuries due to the unit failure. The initial reporter stated, the doctor was not aggressive, but is unsure whether the doctor used an in and out motion or a lateral side to side motion. Per the complaint unit evaluation, observed distress and a small crack at the tip of the handpiece, indicative of excessive force. Internal inspection found a portion of the needle ws still inside the braze joint, indicating that the hypodermic needle broke off just above the braze joint due to excessive force. Historically, breakage occurs during side-load force due to aggressive behavior. (B)(4).